Event description:
The ventilator was not connected to the pt. The customer reports that the ventilator switched to batteries when connected to ac power. The ventilator's battery alarm activated. The customer also reports that the front panel lights dimmed.